Manufacturer narrative:
Concomitant medical products: product ID: d154awg ICD, implanted: (B)(6) 2009, product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. 31 episodes with v-v intervals less than 220 ms from 20 to (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 2217 v-sic¿s since last session 2 days ago. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 362 ohms through (B)(6) 2016, rises out of range 22 and (B)(6) 2016, then returns to prior levels. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Nine inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient received inappropriate shocks due to a possible fracture of the right ventricular (rv) lead. The lead was oversensing noise, had out of range impedance and had high sensing integrity counters (sic). Initially the parameters on the lead were reprogrammed and it was subsequently partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.